Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While patient was on impella support had encountered a low pump flow and the patient became hypotensive with runs of ventrical fibrilations. Patient was shocked 3 times this shift. Impella was ruled out as cause for ectopy by echo. The patient remains on ecpella, was made a dnr. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that per the clinical information provided and pump investigation, the root cause of the low pump flow issue was biomaterial found during the motor teardown, on the magnet.